Manufacturer narrative:
This product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of occurrence. The batch documentation showed no deviations and any other complaint on this lot has not been received. Should the device or additional information be received, a follow up report will be filed.

Event description:
The reporter states that the catheter is missing drainage holes.